Event description:
The customer alleged the unit leaked a combination of cidex opa and water onto the floor. No injuries were involved. The fse assessed and repaired the unit on site.

Manufacturer narrative:
Capital equipment evaluated at the customer site. The field service engineer (fse) replaced the cracked, leaking basin. The fse then performed a test cycle on the unit- it passed.